Event description:
While getting total parenteral nutrition (tpn) ready for premature infant, the nurse noticed the tubing being discolored close to the end that fits into the spike. The discoloration seems to be on the inside of the tubing. Another set was checked and it also had some discoloration. The size of the discoloration is about the size of the end of a pencil eraser.